Event description:
Customer reported the 3rd and 4th contacts on device are missing and the surrounding plastic is melted. Customer reported the device is rarely, if ever, cleaned. A request was made for the return of the suspect device and replacement product was sent.